Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was going to receive emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was going to be treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer tried to complete a set change by themselves, and did it while connected to the set. The customer performed the fill tubing procedure and accidentally injected about 100 units of insulin into their body. Troubleshooting was not completed as the customer was advised to immediately seek emergency treatment. The insulin pump will not be returned for analysis.